Event description:
It was reported to boston scientific corporation that a resolution clip was used during an egd (esophagogastroduodenoscopy) procedure in the antrum performed on (B)(6), 2011. According to the complainant, a clip was being used to treat a bleeding ulcer. After grasping tissue, the clip was not able to be released from the delivery catheter. The clip was pulled from the tissue, the device was withdrawn, and then the procedure was completed with another resolution clip. Reportedly, this did not cause any additional bleeding or tissue damage. In addition, the scope was not in a retroflex position and the case was delayed between one and three minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an egd (esophagogastroduodenoscopy) procedure in the antrum performed on (B)(4) 2011. According to the complainant, a clip was being used to treat a bleeding ulcer. After grasping tissue, the clip was not able to be released from the delivery catheter. The clip was pulled from the tissue, the device was withdrawn, and then the procedure was completed with another resolution clip. Reportedly, this did not cause any additional bleeding or tissue damage. In addition, the scope was not in a retroflex position and the case was delayed between one and three minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing and the control wire separated from the clip assembly. Additionally, a kink was present in the control wire. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. Reported event of clip failed to release from catheter. The device has been received for analysis, however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.